Event description:
On (B)(6) 2012, the reporter contacted animas to report an issue with the pump's maximum total daily dose settings. On (B)(6) 2012 at 10:00 pm, the patient obtained the blood glucose reading of 542 mg/dl. At that time, the patient experienced no symptoms of high or low blood glucose levels. The patient took two bolus doses of insulin of 50 units and 60 units. The patient reported she obtained a pump alarm, warning her she had exceeded the tdd maximum level. The patient also reported that at 1:30 pm that day, the patient had a blood glucose level of 40 mg/dl after taking a bolus dose of insulin with lunch. The patient experienced the symptoms of shaking and sweating, and administered self-treatment with food. Troubleshooting revealed the patient may have incorrectly changed the pump setting of maximum basal level to 0.0 units. The technical support representative was able to talk the patient through resetting and adjusting her tdd maximum settings. All other pump settings were correct. The patient's technique may have been incorrect by setting the pump's maximum basal level to 0.0 units. However, as the patient suffered blood glucose levels suggesting severe hyperglycemia afterwards, this complaint is being reported.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2013 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a review of the total daily dose history showed that the daily insulin delivery totals were found to be within specification. A review of the black box revealed that the history on the reported event date was overwritten and was not available for analysis. A review of the black box or pump alarm history revealed no alarms associated with the reported complaint. The "exceeds max daily tdd" alarms was observed in the black box history. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. The reported complaint was unable to be duplicated during investigation.